Event description:
It was reported that the down button on the 9800 system is sticking so it is difficult to lower the arm (system hesitated while sending c-arm down). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Replaced the lift column power supply (ps3). The system was tested and found to be working as intended and placed back into service.